Event description:
The manufacturer received information alleging a ventilator was alarming for a red alarm when the device was powered on. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for "ventilator inoperative" alarm conditions, and the device's system board was replaced to address the issues. The device's system board was not replaced. The device's software was reloaded to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a red alarm when the device was powered on. The ventilator was returned to a third party service center for evaluation and "ventilator inoperative" alarm conditions were confirmed. The device's system board was replaced to address the issues.